Event description:
It has been reported that the bd preset¿ eclipse¿ with safety needle has been found with unreadable scale markings. No patient impact was reported. The following has been provided by the initial reporter: the patient had an acute exacerbation of chronic obstructive pulmonary disease and a blood gas analysis was performed. A newly unwrapped and used arterial blood collector with no scale. A new one was taken for blood collection.

Manufacturer narrative:
H.6. Investigation summary: "material #: 364390 lot/batch #: 2305382 bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing scale markings was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing scale markings was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.